Event description:
The complainant reported that the patient presented implanted with an impella cp and with a mottled right leg. The patient was taken to the cath lab to be escalated to an impella 5.5. After an external fem-fem bypass distal pulses were present. The patient expressed they did not want extreme measures taken and care was withdrawn. The patient expired. There is not enough evidence to exclude impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿